Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter is experiencing recurring urinary incontinence. The patient continued to drip even without full bladder or any urge to void. The patient service specialist suggested the patient to take recommendation of the physician. The patient service specialist requested boston scientific territory manager to consult with the physician and follow up with the patient. No further information was provided.